Manufacturer narrative:
Technician found connecting rod at head end of stretcher broken. Technician installed brake/steer upgrade and both ends of stretcher to resolve.

Event description:
Technician reported that the head end did not hold when the brakes were engaged.